Event description:
Description of event according to complaint: an attempt was made to deploy the cook celect nav/align femoral vena cava filter when the blue button malfunctioned resulting in the filter failing to deploy in the target zone. The physician stated the button did not look right. When the filter failed to release, the physician attempted to pull back into the sheath. The details of what happened after this are unclear but it sounded like the patient needed surgery to remedy. The filter deployed in the common iliac vein and is still in the patient. An attempt will be made in about 1 month to retrieve it. Patient outcome: it is unk if there has been any adverse effects at this time. Additional info has been requested but not yet provided by the reporter.

Manufacturer narrative:
UDI#: ((B)(4). The investigation is in progress.